Manufacturer narrative:
Investigation: the service representative was able to confirm the reported condition. The service representative tightened the screw that pushes IV pole internal button. Additionally the IV pole end cap was missing and was replaced. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause:the root cause of the inability of the IV pole to stay in the extended position was the screw that pushes the IV pole release button needed to be tightened.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. Per the customer, the safety collar was in place no injury to the staff or donor occurred. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.